Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, not performing an x-ray immediately after the procedure to confirm placement, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, multiple tunneling attempts, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out as potential causes. Additionally, inadequate fixation, and the patient having contraindicating conditions have been ruled out. However, staples were used to close the surgical site, the patient touched their incision site, and the patient "overdid it" shortly after their implant procedure which may have contributed to the report of erosion. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is attributed to the following root causes: - non-compliance to the IFU as staples were used to close the surgical site (user error-clinician). - excessive twisting or stretching as the patient believes they "overdid it" after their implant procedure (user error- patient). - patient non-compliance (touching or picking at wound) as the patient touched their incision site (user error- patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported erosion. Antibiotics were prescribed, an explant procedure was performed, and a new neurostimulator was implanted on (B)(6) 2024 where a deeper receiver pocket was created. The patient is doing well and currently using the device.